Event description:
New information received, implant date of the device is corrected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. One of the recommended programming changes was completed. The following week the device registered a new instance of post-paced t-wave oversensing. New programming changes were recommended. No further information is available.